Manufacturer narrative:
Complaint no: cmplnt-001701081 the transfer set was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue in which the patient¿s transfer set disconnected. The hp stated that before connecting to the patient line and initiating therapy on the homechoice (hc) device, the hp went to take a shower. While taking a shower his transfer set fell off. The hp reconnected his transfer set, and proceeded to connect to the patient line on the hc. The hp performed the initial drain but not the first fill. A baxter technical service representative (tsr) assisted the hp in ending the therapy session. The tsr advised the hp to go to the emergency room and to contact their pd nurse (pdn) to advise the pdn of the issue. The hp stated that his transfer set had been replaced a few days earlier and he thinks the connection was loose. Subsequent to this event (date unspecified) the hp¿s transfer set was replaced and since the replacement, the therapy has been going well. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.